Manufacturer narrative:
Patient information and initial implantation details unavailable at the time of this report april 26, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (1.5 tesla). Surgery to reposition the magnet was completed (date not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic the device serial number is (B)(4) and initial implant date is (B)(6) 2014. This report is filed on april 28, 2016. Implanted device remains.